Event description:
It was reported that a physician implanted a 2.75mm diameter x 14mm length integrity stent rx bare metal stent in a patient 11 days post expiry date. The target lesion was reported to exhibit moderate tortuosity and calcification, with 85% stenosis and located in the mid region of the left main (lm) coronary artery. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: shelf life exceeded; failure to follow instructions (use by the 'use by date' noted on the package). No results available since no evaluation performed (no device or procedural images returned for review). Evaluation conclusions: failure to follow instructions (use by the 'use by date' noted on the package). No device failure; user error contributed to event (use by the 'use by date' not noted on the package by the physician). (B)(4).